Event description:
It was reported that an additional surgery was done to flush out a blockage that prevented the device from turning as expected. Multiple MDR reports were filed for this patient. MDR 9610905-2021-00121.

Manufacturer narrative:
Possible lots: 33263729, 33281135.

Manufacturer narrative:
An investigation was successfully completed. The results of the investigation have identified no manufacturing issues, no design issues and/or corrective actions necessary at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Corrections d3 - company name change only g1 - company establishment and contact information updated only - typo g1 - contact office - manufacturing site name/address typo.